Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 322. Physical inspection found that the lower latch switch bracket screws were loose allowing the lower latch switch to move in and out from the lower door latch. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The lower auxiliary assembly, which contains the failed screws, was replaced.